Event description:
It was reported that the pt underwent a system explant as she was unable to charge the ipg due to ipg positioning issues. There is no additional info at this time..

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.